Event description:
It was reported that the 9800 system workstation was moved before disconnecting the patch cable causing damaged. The case had been completed and the images were sent before the plug was broken. No patient was involved.